Event description:
The battery did not work, stapler would not fire. The stapler was removed from the surgical field, the battery was removed and another battery placed in stapler. For testing purposes only the new battery allowed the stapler to fire.